Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00449. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting the v60 ventilator alarmed with a vent inoperable error. The screen went to black and the unit powered down. The device was in clinical use and providing treatment. The user provided oxygen and transferred patient to an alternative ventilator; there was no actual harm. A philips field service engineer (fse) evaluated the device and analyzed the diagnostic event logs. The event log does not show any common power failure warnings or incidents in recent use. The fse reported the unit powered on for 30 mins and rebooted three times. There were no signs of unusual activity or unexpected power downs of device. The fse confirmed the cable connections were secure and there were no signs of physical wear or damage. Normal alarms were able to be generated upon system patient circuit simulation. The device remained stable when pressure and flow rates were put at maximum. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.